Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: general information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: m030003. Hours of operation: 8280 hours. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. Due to the lack of a precise error description, the history could not be analyzed extensively. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device did not match the required values and standards. 3.5 flow rate inspection: a delivery accuracy measurement according to iec (B)(4) was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of (B)(4)%. The accuracy of set delivery rate should be: (B)(4)% according to iec/en (B)(4). The device matches the required values and standards. All measured values are within our specification. 3.6 individual inspection: the mechanic pressure values were set again: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.7 flow rate inspection 2.0: a delivery accuracy measurement according to iec (B)(4) was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of (B)(4)%. The accuracy of set delivery rate should be: (B)(4)% according to iec/en (B)(4). The device matches the required values and standards. All measured values are within our specification. 3.8 disassembling: to investigate the inside, the device was disassembled completely. The customer has glued the bracket locking with a glue. The one bracket locking was glued to the housing upper part. (It is not possible to say whether the clip was hooked in the inner frame before disassembly) furthermore, no anomalies could be detected. Only the upper housing was removed. No damage or soiling could be found. 5. Assessment: 5.1 the complaint could not be confirmed. The complaint malfunction could not be reproduced. The mechanic pressure limitation was out of tolerance. Nevertheless, the result of the flow rate measurement was within the tolerance. After set the correct values for the maximal pressure limitation the flowrate measurement was within the tolerance. During the disassembling it could be detected that the bracket locking on the inner frame were glued on the upper housing part. It is not possible to say whether the clip was hooked in the inner frame before disassembly. Summing up all tests, the infusomat space operates within our specification. Additional information: it cannot be ruled out that the bracket clips were not inserted into the inner frame before disassembling. Furthermore, it cannot be ruled out that effected the flowrate at the customer. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4).. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "overinfusion" "hospital advised that the delivery rate was too high in relation to the pump. Delivery note attached."